Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case resolution: I worked with joseph to recreate their network configuration and transfer to their pcu. We confirmed that the pcu was connecting to their wireless and to the server. There was an issue with their server where all facilities were showing unavailable. I restarted the comm service and then the device we were working on began to receive the data set. Closing case.